Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 5/7/2014.

Manufacturer narrative:
Weight and ethnicity not available. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a femto-laser-assisted cataract surgery using the catalys and surgeon noticed a tear in the capsule. A vitrectomy was required and the lens was implanted in the sulcus.